Event description:
It is reported that intensive care unit (ICU) pt admitted for respiratory distress had fms placed for treatment of diarrhea in early (B)(6) 2014 (exact date unk) and developed occult blood in collection bag on (B)(6) 2014. The pt was scoped and rectal/anal ulcer diagnosed. There was no treatment needed other than discontinuing device, and another fms device was not reinserted once removed. Bleeding subsided as a result. It is also reported that pt was discharged from facility, and was readmitted related to gi bleed on (B)(6) 2014 and is currently, and was readmitted related to gi bleed on (B)(6) 2014 and is currently a pt. No details were provided in regards to the gi bleed.

Manufacturer narrative:
Based on the eval info, this event is deemed to be a serious injury. Territory manager has scheduled inservicing, and early reporting was discussed with wocn. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to FDA on june 19, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedure.